Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of painful nodule, edema, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the nasogenian groove, pre-mandibular region, and marionette line with 1ml of juvéderm® volift¿ with lidocaine and to the lips with 1ml of juvéderm® volbella¿ with lidocaine. Approximately 2.5 months later patient developed painful nodule in the left pre-mandibular region. Upon examination, there were ¿palpable subcutaneous nodules in the region associated with discrete edema and erythema.¿ the area was punctured without secretion. Patient was prescribed predsim/prednisolone for 7 days and ciprofloxacin for 15 days without much improvement. An ultrasonography was performed showing hypoechoic area, without fluid, in a deep subcutaneous plane. Hyaluronidase was injected with ¿regression of the condition.¿ a month after symptom onset patient returned with the ¿same nodules on the right side.¿ hyaluronidase was injected again with ¿lesion regression.¿ eleven days later patient developed ¿pain, edema and appearance of palpulas, more palpable than visible on the lower lip.¿ two days later hyaluronidase was injected to the lips and nasogenian groove with ¿large labial edema.¿ patient was also treated with beta-thirty. Symptoms are ongoing; the edema has regressed but there are still painful papules on the lips. Patient was taking pristiq at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00372 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volift¿ with lidocaine.